Event description:
It was reported to philips that the system generated an alert that the float table top key button was active at start up, which can impact booting. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. During the course of investigation it was identified that there was no direct customer complaint but a notification was automatically raised by philips log file monitoring. The system was outside of clinical use at the time of the reported event. Analysis of log files indicated that the "float table top key button" was active at startup, likely due to button being pressed accidentally. The activation of this button during startup will not prevent the system from booting up. There has been no recurrence of this issue reported from the customer and the system has returned to use in good working order and ready for clinical use. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcomes.